Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the ECG connector of the heartstart mrx was faulty. There is no indication of patient involvement.